Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl for the past 3 days. The current blood glucose level was 426 mg/dl which was treated with the insulin pump. The customer was advised to seek medical assistance since the blood glucose level was not coming down. The customer also reported the sensor would not communicate to the insulin pump and confirmed having blood at site. Troubleshooting was declined. The product will not be return for the analysis.